Manufacturer narrative:
Reporter first name: (B)(6). The field service engineer (fse) evaluated the device onsite and determined that the device¿s ECG cable was defective due to malfunction of ECG cable. The ECG cable was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device¿s ECG cable was defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.